Event description:
Procedure: hernia repair. Pencil remained active in coag after button released. There wasn't any noise from the force 2 diathermy machine and footpedals were not attached to the unit. The physician observed the pencil to continue to coagulate tissue when the activation button was not pressed. Another handpiece was attached and was found to be working fine.